Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease/ describe: I was incorrectly;:: diagnosed with pelvic inflammatory; disease the very first time that I went to the ER for extreme pain') in an adult female patient who had essure (batch no. 740856-inv, 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, blood pressure high, fibroids, adenomyosis, microalbuminuria, parity 3 (para 3.) And stress. Concurrent conditions included hypercholesterolemia, overweight, heart disease, unspecified, epigastric pain, right lower quadrant pain, liver lobectomy, hemangioma, appendicitis, liver lobectomy, diarrhea, vomiting, intramural leiomyoma of uterus, thrombosis and uterine bleeding. Concomitant products included hydrochlorothiazide and lisinopril. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("hip pain") and abdominal pain ("abdomen") and was found to have weight decreased ("weight loss"). In 2017, the patient experienced urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal) type: utis") and allergy to metals ("allergic or hypersensitivity reaction type: I am very sensitive to certain metals now that I had the essure removed."). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, neck pain ("neck pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, )"), menorrhagia ("menorrhagia") and abdominal pain upper ("stomach pain"). The patient was treated with ibuprofen and surgery (surgery to remove the essure implant/hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, neck pain, vaginal haemorrhage, menorrhagia, allergy to metals, weight decreased and abdominal pain outcome was unknown, the urinary tract infection and dyspareunia had resolved and the dysmenorrhoea, fatigue, arthralgia and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, neck pain, pelvic inflammatory disease, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.2 kg/sqm. Hysterosalpingogram - on (B)(6) -2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, fatigue, menorrhagia, dyspareunia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease/ describe: I was incorrectly;:: diagnosed with pelvic inflammatory; disease the very first time that I went to the ER for extreme pain') in an adult female patient who had essure (batch no. 740666, 740856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, blood pressure high, fibroids, adenomyosis, microalbuminuria, para (para 3.) And stress. Concurrent conditions included hypercholesterolemia, overweight, heart disease, unspecified, epigastric pain, right lower quadrant pain, liver lobectomy, hemangioma, appendicitis, liver lobectomy, diarrhea, vomiting, intramural leiomyoma of uterus, clot blood and uterine bleeding. Concomitant products included hydrochlorothiazide and lisinopril. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("hip pain") and abdominal pain ("abdomen") and was found to have weight decreased ("weight loss"). In 2017, the patient experienced urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal) type: utis") and allergy to metals ("allergic or hypersensitivity reaction type: I am very sensitive to certain metals now that I had the essure removed."). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, neck pain ("neck pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, )"), menorrhagia ("menorrhagia") and abdominal pain upper ("stomach pain"). The patient was treated with ibuprofen and surgery (surgery to remove the essure implant/hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, neck pain, vaginal haemorrhage, menorrhagia, allergy to metals, weight decreased and abdominal pain outcome was unknown, the urinary tract infection and dyspareunia had resolved and the dysmenorrhoea, fatigue, arthralgia and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, neck pain, pelvic inflammatory disease, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.2 kg/sqm. Hysterosalpingogram - on 09-nov-2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, fatigue, menorrhagia, dyspareunia, abdominal pain. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs&mr received reporter information. Lot no added. New event was added vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), allergy to metals, dyspareunia (painful sexual intercourse), weight loss, fatigue, hip pain, abdominal pain, stomach pain. Severity added hip pain, stomach pain. Outcome added hip pain, cramping, stomach pain, dyspareunia, fatigue ,urinary tract infection. Concomitant drugs added. Medical history and lab test added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease/ describe: I was incorrectly;:: diagnosed with pelvic inflammatory; disease the very first time that I went to the ER for extreme pain') in an adult female patient who had essure (batch no. 740856-not valid,740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, blood pressure high, fibroids, adenomyosis, microalbuminuria, parity 3 (para 3.) And stress. Concurrent conditions included hypercholesterolemia, overweight, heart disease, unspecified, epigastric pain, right lower quadrant pain, liver lobectomy, hemangioma, appendicitis, liver lobectomy, diarrhea, vomiting, intramural leiomyoma of uterus, thrombosis and uterine bleeding. Concomitant products included hydrochlorothiazide and lisinopril. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("hip pain") and abdominal pain ("abdomen") and was found to have weight decreased ("weight loss"). In 2017, the patient experienced urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal) type: utis") and allergy to metals ("allergic or hypersensitivity reaction type: I am very sensitive to certain metals now that I had the essure removed."). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, neck pain ("neck pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, )"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain"), malaise ("I was sick yesterday"), insomnia ("I cannot sleep at night"), arthritis ("I found out that I also had arthritis"), endometriosis ("I was diagnosis endometriosis but not tested for it"), migraine ("I had a migraines which haven't I had in 5 years"), laryngitis ("I have laryngitis"), anxiety ("for me if I feel anxious I meditate and it helps"), adenomyosis ("I was diagnosed with adenomyosis"), dizziness ("I felt dizzy"), hypertension ("I have high bp"), cough ("I think its allergy I have the nasal drip thing going on which is making me cough"), contusion ("my bruises are gone away"), back pain ("I have back pain") and menstruation irregular ("irregular menses") and was found to have uterine leiomyoma ("so I found out that I have fibroids does anyone else have these") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (surgery to remove the essure implant/hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, neck pain, vaginal haemorrhage, menorrhagia, allergy to metals, weight decreased, abdominal pain, malaise, insomnia, arthritis, endometriosis, uterine leiomyoma, migraine, laryngitis, anxiety, adenomyosis, dizziness, hypertension, cough, back pain, menstruation irregular and weight increased outcome was unknown, the urinary tract infection, dyspareunia and contusion had resolved and the dysmenorrhoea, fatigue, arthralgia and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, allergy to metals, anxiety, arthralgia, arthritis, back pain, contusion, cough, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hypertension, insomnia, laryngitis, malaise, menorrhagia, menstruation irregular, migraine, neck pain, pelvic inflammatory disease, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, fatigue, menorrhagia, dyspareunia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media received: new events- malaise, insomnia, arthritis, endometriosis, uterine leiomyoma, migraine, laryngitis, anxiety, adenomyosis, dizziness, hypertension, cough, contusion, back pain, irregular menses, weight gain were added. Reporters were added. Follow up 5&6 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, urinary tract infection ("urinary tract infection") and neck pain ("neck pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, urinary tract infection and neck pain outcome was unknown. The reporter considered neck pain, pelvic inflammatory disease and urinary tract infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.